Event description:
According to the reporter: the surgeon had 3 pts that bled post-op. The pts are all fine now, but had to be brought back in for surgery. The surgeon did not have the lot numbers for the cartridges he used with those pts, and could not identify the source of the bleeding.

Manufacturer narrative:
.